Event description:
It was reported that at implant the lead helix would not deploy. The lead was removed and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrections: alert date, patient date of death. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that the distal conductor was distorted. The helix will not extend or retract due to the distal conductor distortion within the connector. Blood was present in/on the helix mechanism. The lead appeared to have been damaged at implant.